Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was unknown at the time of the call. The customer stated that the electrode was missing in the sensor. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor and cannula whole with no broken or missing parts.